Event description:
It was reported to philips that the system had a failure during start up, preventing exposure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the diagnosis procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and found the system unable to perform exposure. Upon troubleshooting, fse found there was a lot of patient image data, and the hdd capacity was full. Fse stated that rebooting of the system solved the problem, but recreation was performed because the hdd capacity was full. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the system is unable to perform exposure, and this issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. If the system is unable to perform an exposure, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart), it is not likely to cause or contribute to death or serious injury if it were to recur and, as such, philips concludes that the complaint is not reportable. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The codes were updated based on the investigation outcome.